Event description:
The customer reported that she has been experiencing low blood glucose levels, and feels that the insulin pump is delivering more insulin than it is supposed to. The customer's daily totals added up to 27.5, but the customer stated that she has only delivered a 5.0 unit bolus today. The customer went to change out her infusion set, and found that the reservoir was almost empty. The customer did not find any insulin leaks. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. However the customer was not comfortable with the insulin pump, and asked for a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.